Manufacturer narrative:
(B)(4).

Event description:
It was reported that following pump implant patient had a dose adjustment on (B)(6) 2012. Patient was started on 1 mg of morphine. Within a couple days of dose change patient reported having a "bad headache, drainage from her nose/sinuses, a little bit of difficulty breathing, and vomited for 48 hours." Patient was admitted to the hospital and treated for "underdose or overdose, the reporter was unsure." Patient received "norco, and anti-nausea medicine." Patient was discharged on (B)(6) 2012. It was added that during hospitalization no changes were made to pump programming. Patient had taken oral morphine and "other pain medicines prior to pump implant", and after the implant she didn't take anything orally for pain. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.